Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A device history record review indicates manufacture of the device is not related to the reported issue. A service history review revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The even history log review revealed system error alarms. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All functional tests were performed with no issues noted. A short simulated therapy was successfully performed. The reported condition was not specified, therefore, could not be verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice machine experienced an unspecified issue (no details provided). It is unknown if there was patient involvement at the time of this issue. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.